Event description:
Surgeon was concerned about a possible separation of the tapers on the modular promos inclination set. Revision surgery is planned.

Manufacturer narrative:
Additional information: explantation date added.